Event description:
The implantable cardioverter defibrillator (ICD) displayed an indicator that it had revered to fallback safety mode. Fallback is a well-defined safe operating mode that is designed into all guidant prizm products. This device was fully functional as a single-zone ICD with shocking capability and backup vvi pacing at 65 ppm.